Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, biomed reported high output on almost all the cut and coag setting. There was no patient involvement; therefore, patient information is not applicable.